Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The field service engineer found that the vacuum pump silicone tube was blocked. He replaced the ise tube and completed the ise maintenance. No further issues were observed after that and the instrument was performing within specifications. The root cause was due to a clogged ise tubing (component failure).

Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas integra 400 plus analyzer. Results for the potassium (k) test were affected. Initial result: 0.48 mmol/l. The customer questioned the initial result as it did not match the patient's previous results and diagnosis and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 5.22 mmol/l. The repeat result was deemed to be correct.